Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer disconnected from the pump and was using insulin injections to manage diabetes. As the customer did not have the pump when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be determined.